Manufacturer narrative:
H4: the lot was manufactured between may 17, 2024 ¿ may 20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The device had not been emptying on time. The device contained fluorouracil 4800mg in 230ml of dextrose water 5% (d5w). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.